Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that latitude detected an alert for a high shock impedance measurement greater than 125 ohms. Technical services discussed recommendations and the boston scientific sales representative was to follow up with the patient's physician for possible reprogramming. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Additional information was received that the device was reprogrammed to a value other than monitor plus therapy, as a result of the increased shock impedance measurements.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted for normal battery depletion. No adverse patient effects were reported during the procedure.

Event description:
Additional information from the local area boston scientific sales representative reported that during the previous change out procedure, a kink was observed in the proximal coil of the right ventricular (rv) lead near the defibrillation pin. The device was programmed to rv to can at that time. The device had been reprogrammed to triad, resulting in the out of range shock impedance measurement. The device was reprogrammed to rv to can and the measurement was within acceptable limits. A second out of range shock impedance measurement was observed in this configuration. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.